Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the electrical potential could not be obtained when the right atrial lead was positioned. The lead was not used, and another was implanted. There were no patient consequences.